Event description:
Information was received from a company representative regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome it was reported that the pump was explanted due to infection. It was unknown if any environmental, external or patient factors may have led or contributed to the issue. Diagnostics included post op wound check. A pump replacement surgery occurred on (B)(6) 2016. Approximately one week post-op the patient presented with redness around the pump pocket. The physician administered antibiotics, but the infection persisted. The pump was explanted on (B)(6) 2016. A new pump implant was planned for the future. The issue was resolved at the time of the report and the patient status was alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.